Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional check conducted revealed no defects or failures with device. The device was returned to customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the inserted bore sleeve led to the nail instead of into the locking hole as is required during operation. This is report 1 of 1 for #(B)(4).